Event description:
The pump was returned for investigation. Evaluation revealed that the force sensor was out of calibration. This report is made based on results of investigation completed on (B)(6) 2011.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(6) 2011 with the following findings: during investigation, the pump dispensed fluid during the load cartridge step of an ezprime operation. The force sensor was found to be out of calibration, and the force resistance measurement was out of specification. A review of the pump history indicated several load step malfunctions had occurred. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.